Event description:
It was reported that the patient experienced a shocking or jolting sensation the night prior to the call during an MRI. The MRI was for shoulder and back, and ¿not related to the device.¿ the event occurred 15 minutes into the procedure, and the patient was ¿pulled out¿ and could not have the MRI. On the morning of the call, the patient was scheduled for two ¿other tests¿ and could have an MRI if the device was off. Follow-up is being conducted to determine patient outcome and actions taken.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0fctr, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).